Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Replacement of the system was recommended. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).